Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was the driver in a motor vehicular accident and was hospitalized. The customer stated that the insulin pump had sustained damage to the entire display screen. The customer also stated that the accident was caused when his motorcycle was ran off the road and not caused by low or high blood glucose levels. Nothing further was reported.